Manufacturer narrative:
The reported event was duplicated. It was confirmed the device had function loss and displayed a bias current error by the service technician through functional inspection. Corroded pins were found on the cable during the device inspection. The device was scrapped by the manufacturer.

Event description:
The tps handpiece cord was returned for service. Upon evaluation at the manufacturer, it caused a bias current message to be displayed on the console after being connected to a testing handpiece. The bias current message signals a condition occured from which the device has the potential to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
The tps handpiece cord was returned for service. Upon evaluation at the manufacturer, it caused a bias current message to be displayed on the console after being connected to a testing handpiece. The bias current message signals a condition occured from which the device has the potential to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.